Event description:
It was reported the customer requested assistance with filling their reservoir. Customer's blood glucose was 128 mg/dl. The customer stated they were unable to draw insulin into the reservoir because the transfer guard was attached to the insulin vial. Customer also reported there was air bubbles present in their insulin vial. The customer's reservoir will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.